Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing and undersensing were observed. Abbott technical support recommended reprogramming; however, no intervention was performed. The patient was stable.